Event description:
The technician alleged the brake steer caster would swivel in the brake position. No patient impact.

Manufacturer narrative:
The technician replaced the brake steer caster to resolve the issue.